Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high impedance in the bipolar configuration. The physician opened the pocket and checked the leads, same results in bipolar the impedance was high, however in unipolar the impedance was within range. The lead could not be change so the device was reprogrammed to the unipolar configuration. The lead remained implanted. The patient's condition was stable.